Manufacturer narrative:
Correction: upon review the pacemaker, manufacturer report 2017865-2025-11381, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the pacemaker.

Event description:
It was reported that the patient presented remotely via merlin.net. It was found that the transmissions were unable to send due to an error message exhibited by the pacemaker. No intervention was performed. The patient remained in stable condition and would be further monitored.